Event description:
As reported, after flushing a roadrunner the firm hydrophilic wire guide, the coating was noted to be sticky during use. Access was obtained in the femoral artery to target the superficial femoral artery. The wire was not altered prior to use. Latex gloves were worn by the user. The wire was removed after the first attempt to use it, and the procedure was successfully completed with another device of the same type. Upon return and evaluation of the device, the tip of the wire was noted to be separated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The lot number is either 14202636 or 14344920. Occupation: special procedures manager. PMA/510(k) number = k182985. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. Physical examination of the complaint device noted a separation/break at the distal tip of the device. The wire was lubricious. A document-based investigation evaluation was performed. No relevant non-conformances were found on either possible lot. There have been no other reported complaints for either possible lot. The product IFU warns, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the IFU also warns, "this product is a delicate instrument. Avoid forceful angulation." The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events.

Manufacturer narrative:
The lot number is either 14202636 or 14344920. Occupation: special procedures manager. PMA/510(k) number = k182985. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. Physical examination of the complaint device noted a separation/break at the distal tip of the device. The wire was lubricious. A document-based investigation evaluation was performed. No relevant non-conformances were found on either possible lot. There have been no other reported complaints for either possible lot. The product IFU warns, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the IFU also warns, "this product is a delicate instrument. Avoid forceful angulation." The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events.

Event description:
As reported, after flushing a roadrunner the firm hydrophilic wire guide, the coating was noted to be sticky during use. Access was obtained in the femoral artery to target the superficial femoral artery. The wire was not altered prior to use. Latex gloves were worn by the user. The wire was removed after the first attempt to use it, and the procedure was successfully completed with another device of the same type. Upon return and evaluation of the device, the tip of the wire was noted to be separated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.